Manufacturer narrative:
The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
It was reported via phone call that the buttons were harder to press over time. It was also reported that the battery cap threads were worn down and they would smell insulin at times. The customer's blood glucose was unknown at the time of incident. The customer declined helpline assistance. The insulin pump will not be returned for analysis.

Manufacturer narrative:
.